Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. No abnormality related to the reported event was confirmed on the product's appearance. Functional testing was performed. It was confirmed that gas was leaking from inside the main unit, verifying the customer's complaint. The root cause is a leak from the demand detector. The product was returned to the customer without being repaired because the supply of the detector as a repair or replacement part had ended and it was no longer available. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a possibility of oxygen leakage. (Confirmed the symptom that the residual pressure escapes automatically when closing the cap of the oxygen cylinder after use). The fault occurred while checking before in use with the patient. There was no patient involvement, and no patient harm/adverse event reported.